Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with injection reflin 1g once a day (route and duration not reported), injection tobramycin 40 (units not reported) once a day (route and duration not reported), and injection heparin (dose route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery status of the event were not reported. No additional information is available.